Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap was deformation or breakage due to physical stress, which allowed the stain through the gap. The event can be detected/prevented by following the instructions for use which state: ¿warning ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, slow leaking from the instrument channel, angle rubber glue crack, objective and light guide lens cement peeling, barcode on the grip and label had moisture inside, excessive play on control knob, and chip and scratched on probe unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during reprocessing of this evis exera ii ultrasound gastrovideoscope, the scope had a broken channel. Upon inspection and testing of the customer returned device, the adhesive on the distal end had a gap, and stain entered inside the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.